Manufacturer narrative:
An event of pulmonary artery obstruction deficiency and pulmonary stenosis was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. The valve had been implanted in the pulmonary position. Per the instructions for use artmt100110484, "biocor¿ and epic¿ valves are indicated for patients requiring replacement of a diseased, damaged, or malfunctioning native aortic and/or mitral heart valve."

Event description:
Information for this complaint is from a scientific session "the 54th annual meeting of japanese society of pediatric cardiology and cardiac surgery program 2018, mentoring and raising in pediatric cardiology". Per the abstract, on an unknown date, an epic valve was used off label and implanted in the pulmonary position within a patient with tetralogy of fallot. At an unknown point in time following surgery, pulmonary regurgitation (pr) and pulmonary valve stenosis (ps) were observed. At an unknown point, the patient underwent re-operation and an unknown valve was used as a replacement for the epic valve. The user did not report an issue with the epic valve. Additional specific information was not included in this article.